Event description:
False negative results. Customer states that 1 of her children tested positive for flu type a at the ER. She then bought 4 combo home test and 2 days later her older child started having symptoms, she tested negative along with everyone else who took a test. Her daughter then woke her up before 5am the next day by her vomiting and having a fever of 103! Safe to say these tests are not worth it do not buy.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.